Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 1263 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that as per the patient's mother, sometime last week she noticed that her son was extremely tight, sweating, uncomfortable, and exhibited signs of withdrawal. The date (B)(6) 2016 is considered an approximate date of event; month and year are accurate. A dye study was performed at the facility after patient was admitted through the emergency room (ER). Regarding the dye study, very little or no fluid was withdrawn and dye pooled at the connection site. When surgeon opened incision, there was an extreme amount of scarring around the connection site and the pump connector was pulling at a strange angle and appeared to be kinked. The catheter was partially explanted on (B)(6) 2016; the pump segment of catheter was removed and replaced with new. The surgeon also removed the scar tissue. It was noted that the connection site was directly under the incision site, so the surgeon moved the pump in such a way that the pump connection was at about 5 o'clock position instead of 11 o'clock to try and prevent that from happening in the future. The issue was resolved as of (B)(6) 2016 and the patient was without injury regarding their status as of (B)(6) 2016. The explanted portion of catheter was to be returned to the manufacturer. The patient's medical history included intractable spasticity and metabolic disorder. The drug lot number of gablofen and other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained.

Manufacturer narrative:
Device code (B)(4) does not apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.